Event description:
A report was received that during a suction procedure the catheter came apart from the control valve. The malfunction occurred about 15 hours after the closed suction system was set up. The patient was being suctioned every two or three hours. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.